Manufacturer narrative:
Supplemental report to reflect no product return evaluation. New information reflected in the h6 type of investigation, investigation findings and investigation conclusion, and h11. Updated b4, g3, g6 and h2. Review of additional information indicated that this physician was experienced with the tavr procedure, but using 7+ ''may have been new for her''. The same syringe used on the second delivery system. The provided 3mensio imagery was reviewed, and the perimeter-derived diameter of the landing zone was measured at 31.0mm. The area and area-derived diameter were measured at 747.3mm^2 and 30.8mm, respectively, which are larger than the sizing range covered by the 29mm s3 valve. The commander delivery system IFU and procedural manual were reviewed. The IFU indicates to deploy the valve by inflating the balloon with the entire volume in the inflation device, hold for 3 seconds, and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The inflation difficulty was unable to be confirmed as no device or relevant imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, the patient had a large landing zone, confirmed through imaging review. The measurements indicated that it was beyond the coverage of a 29mm s3 valve as recommended by the IFU (area: 540-683mm^2; area-derived diameter: 26.5-29.5mm). To compensate, an excess inflation volume of 7cc was planned. According to the IFU: ''deploy the valve by inflating the balloon with the entire volume in the inflation device, hold for 3 seconds, and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon''. During deployment, the operator did not deliver the full volume by emptying the inflation device. As a result, the valve did not achieve the panned overinflation, causing it to fail to securely attach to the landing zone, which resulted in valve migration. As such, available information suggests that a use error (the operator failed to deliver the full volume during deployment) may have contributed to the reported event. A product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other trigger has been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, the first 29mm sapien 3 valve implanted in a pre-existing non-edwards surgical valve migrated aortic. A second valve was required. The fcs clarified that they were implanting a 29mm s3 into a large freestyle root. The first valve, migrated toward the aorta. The second valve stayed in place. The operators believed that all the volume, +7, was not added when inflating the balloon for the first valve. The second valve received the full amount of vuolume and was stable. The first valve remained just above the annulus. No allegations were made at all about a deficiency in edwards' products. Regarding the lack of fluid volume not added when inflating the first valve, the operator stated that they didn't have quite the strength to bottom out the indeflator. It was not intentional. The second valve was deployed with 8cc of fluid and a different operator managed the indeflator. The patient was alive at the end of the procedure. There was no central leak post implant. The inflation/deflation time was 4-5 seconds. No abnormalities were noted during prep. The device was not torqued during prep. There was no resistance during delivery system insertion through the sheath. There was no damage seen on the device (delivery system, stopcock, tubing, etc.) Before or after the removal. There was no damage noted on the sheath after removal, especially the sheath distal tip. There was no fluid loss noticed. The ratio of contrast to saline in the inflation medium was 15%. There were no difficulties with withdrawal. The perceived root cause was it was felt that the entire volume was not provided on first deployment. There was no injury to the patient. The patient was stable and discharged. No images available. A 3mensio workup was provided.